Event description:
Patient has received bilateral saline breast implants during reconstructive surgery in 2006. Recently the patient felt that the volume of her right reconstructed breast was diminishing and becoming disparate with that of her left side. No antecedent history of trauma to that side. Physician examination noted the right breast did have a partial deflation. Presented for surgery for exchange of both saline implants for gel implants.====================== health professional's impression======================information above====================== manufacturer response for mcghan saline filled breast implant, mcghan 68 saline filled breast implant======================they wanted the device immediately stating that is the only way the patient would get reimbursed for the new implants